Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Doctor reported via phone call that the he had patient in hospital. Customer's blood glucose level was unknown. Doctor wants to trouble shoot for insulin pump issue. The device will not be returned for analysis.